Event description:
Patient reports she drew up her dose for her infusion, but when putting syringe into pump, the pump broke (level was not pushing the plunger after being wound up and was pushing the syringe out of the pump. Informed that we can provide maintenance and replace her pump. Advised not to use the dose she drew up (patient drew med out on sat). Pt has a dose on hand and next infusion is this sat 01/4. Old pump being returned for inspection. No other information known. Reported to (B)(6).